Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the two blue parts of the optipac did not work. The product was stuck/jammed during the use. As a consequence, the liquid did not go through the device.